Event description:
Customer reported experiencing an altitude alarm 21 with their insulin pump. Customer's blood glucose level impact was not mentioned as they declined to provide the information. Cts decided to replace the faulty pump and instructed the customer to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. Additionally, customer was guided on how to put the pump into storage mode before returning it, and was provided with a prepaid label for the return within ten days.